Event description:
It was reported that a pt had an MRI of the lumbar spine. The pt's arms were positioned at the sides. The pt was wearing a gown and slacks. A sheet was used to separate the pt from the rf coil. The pt began experiencing pain and burning 10 minutes into the scan. The pt was then taken out of the scanner. Redness and swelling were observed on both upper thighs. These areas reportedly blistered after the pt was released. A local urgent care clinic diagnosed these areas as 3rd degree burns. The right thigh area burn was 8.5cm x 6.5cm. The left thigh area burn measured 4cm x 5cm. The pt had surgical skin grafting to address the injury. The total amount of time in the magnet was 10 minutes.

Manufacturer narrative:
This information will not be provided according to the hospital (per hippa). Ge healthcare's investigation of the reported event determined that the root cause of the burn was due to incorrect use of padding in combination with the size of the pt. When a pt is scanned, they are exposed to high-power electromagnetic fields, which are an essential component in producing an mr image. Because the body is a conductor of electricity, conductive loops can be formed, and localized heating can occur at contact points between adjacent body parts where these loops occur. This localized heating can result in discomfort or burns. The mr system is shipped with an assortment of mr compatible, non-conductive pads that are to be used to help prevent a pt burn from closed loops. The mr safety manual explains where to insert these non-conducting pads, which are at least 0.25 inches thick, between touching parts and between the pt and the bore wall and the pt and any coils or conductors. The operator should not use pads which have not been declared mr compatible (eg customer supplied pads). The mr safety manual also instructs the operator to place appropriate non-conductive padding in the following areas where burns can occur: between the pt and the bore wherever a portion of the body may come into contact with the magnet opening; between any surface coils being used and the pt's skin; for shoulder imaging, always place appropriate non-conductive padding between the pt's opposite shoulder or a portion of the pt's body and the bore wherever a portion of the body or opposite shoulder comes into contact with the bore. The mr operator has the final responsibility for the use, and placement of non-conductive mr compatible padding, and preparation of the pt, prior to starting the mr exam process. There are pts whose physical size limits the amount of padding that can be used without compromising the ability to perform the mr exam. When these situations occur, a pt may be exposed to conditions where excessive heating or burns may occur. The decision to perform the mr exam under these conditions is left to the mr operator, and the local site risk/benefit protocol. When the decision is made to attempt the exam, the operator should use all available methods to reduce the risk of excessive heating or burns, and to monitor the pt comfort. These methods include, but are not limited to, using the pt comfort blower, monitoring the pt alert module, regular verbal communication with the pt via the intercom.